Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the local hospital with dizziness and inability to focus. The patient had a computerized tomography of the head performed and was found to have a pontine stroke. The patient had left sided diplopia. The patient was then transferred to the primary hospital for further evaluation. The patient had a neurological exam which was notable for cranial nerve six (cn vi) palsy. Based on the exam it was likely that the patient had a small stroke in the left pons. The type of stroke diagnosed was ischemic. The patient was hypertensive and an active smoker, averaged 5 cigarettes/day since (B)(6) 2022. The patient was started on acetylsalicylic acid and diplopia resolved.

Manufacturer narrative:
Section a: date of birth redacted from clinical study. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.